Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezj0966 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient has short bowl syndrome and is in need of daily life time total parenteral nutrition. Patient has a 9.6 fr single lumen hickman catheter that was repaired in 2016, due to external damage. Patient is now hospitalized due to catheter malfunction. On examination it was observed that the internal metal rod had moved 12 cm proximal up to the exit point of the catheter. It was possible to move the metal rod distally with external manipulation of the catheter. The catheter was cut and a new repair kit was used to make a new external catheter. There was no patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of stent migration is confirmed, but cause is unknown. The sample returned was a white luer hickman repair installed on a section of extension leg. The stent within the tubing has migrated and the proximal end of stent is approximately 1 cm distal of the distal end of the white repair tubing. The catheter was found to be patent and the stent was not mobile during rigorous flushing or aspiration. After removal of the stent, no adhesive residue was left on the stent exterior. Measurement of the stent¿s outer diameter and inner diameter indicated that it was within dimensional specification. Measurement of the proximal and distal tubing showed that they are both also within specification. As the stent was found to be out of position, but was found to be within dimensional tolerance and without damage or indication of cause, the complaint is confirmed, but the cause remains unknown. A lot history review (lhr) of rezj0966 showed no other similar product complaint(s) from this lot number. Device not returned at this time.

Event description:
It was reported that the patient has short bowl syndrome and is in need of daily life time total parenteral nutrition. Patient has a 9.6 fr single lumen hickman catheter that was repaired in 2016, due to external damage. Patient is now hospitalized due to catheter malfunction. On examination it was observed that the internal metal rod had moved 12 cm proximal up to the exit point of the catheter. It was possible to move the metal rod distally with external manipulation of the catheter. The catheter was cut and a new repair kit was used to make a new external catheter. There was no patient injury reported.